Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. A review of the device service history record was not performed because the serial number was not provided for the suspect device. The customer stated that there was no patient involvement.

Event description:
Case # (B)(4)- npi 8100 failed patient side occlusion test. Other- specify in comments. The customer stated that there was no patient involvement. Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: I(B)(4).